Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 48100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Probable root cause of error 48100 points to the ac_4c reported a recoverable i2c bus error.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia tarup surgical procedure, that the customer contacted the technical support engineer (tse) for phone assistance while preparing the da vinci system, with no patient involvement, due to a recoverable fault that occurred on the universal surgical manipulator (usm4) and they could only continue by disabling the usm4. Tse reviewed the system logs and found errors related to the usm4, then guided the customer to restart the da vinci system by performing a hard power cycle of the patient side cart (psc) using the emergency power-off, but the same recoverable fault on the usm4 persisted. Tse then instructed the customer to move the usm4 out of the way and disable it to prevent further errors so the da vinci system could be used with the remaining three usm as a three-arm system configuration. The procedure was completed as planned with no reported injury.